Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump powered off suddenly and was not turning back on again. The customer tried three different batteries with no success. Customer's blood glucose level was 99 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after the battery was installed. The insulin pump was programmed and monitored for four days; no frozen screen or unexpected blank display noted. No unexpected low battery alarm, off no power alarm, power loss alarm or power system error alarm noted during our testing or in the history file. Power management parameters graph has confirmed the unloaded voltage and loaded voltage was within the specification range. The insulin pump had a scratched case and a pillowing keypad overlay.